Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's system board and flow sensor were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. In the previous report, section h: device problem code was incorrect. In this report, section h: device problem code has been updated or corrected.